Manufacturer narrative:
Batch review performed on 01 july 2024 lot 2305239: (B)(4) manufactured and released on 10-may-2023. Expiration date: 2028-04-17. No anomalies found related to the problem. To date, 16 items of the same lot have been sold with no similar reported event during the period of review. Visual inspection performed by r&d project manager the glenosphere has a partially dull articulating surface, likely following friction with the reverse metaphysis after the joint luxation. The glenosphere screw does not have any sign of damage. This demonstrates that the screw was still firmly fixed at the time of revision. The reverse metaphysis is partially polished on the medial side. This is due to friction with the glenosphere after the joint luxation. Bone residuals are visible on the ha-coated portion. The liner does not present any sign of damage on either the articulating surface, the rim nor the outer surface. Due to the integrity of the liner, this dislocation does not seem to be associated with friction of the liner with the scapula or with a lever-out phenomenon. The event is rather associated with soft tissue balance or joint tension. Additional implant revised: batch review performed on 01 july 2024 on reverse shoulder system 04.01.0123 humeral reverse hc liner ø39/+3mm (k170452) lot. 2335877. Lot 2335877: (B)(4) manufactured and released on 30-nov-2023. Expiration date: 2028-11-18. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision surgery at about 4 months from the primary due to joint luxation. There were previous dislocations which have been treated manually. The surgeon revised metaphysis, glenosphere and liner and completed the surgery successfully.